Event description:
Literature review indicated that there was in-stent restenosis and a fractured stent with the presence of a pseudoaneurysm at the site of fracture. The subject presented with acute limb ischemia. On physical exam, the pt had a colde, pulseless right leg and a small ulcer on the fourth toe. A duplex ultrasound showed a totaly occluded femoropopliteal bypass graft. Angiography using a contralateral approach revealed total occlusion of the graft. After crossing the occlusion with a glide wire, an infusion catheter was placed in the bypass graft and catheter-directed thrombolysis was performed for 12 hr using urokinase infusion.